Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller power up on (B)(6) 2017, at 22:20:52. A vad disconnect alarm was recorded after the controller power up, at 22:21:01. The loss of power was most likely caused by a disconnection of both power sources. Failure analysis of the returned controller revealed a missing serial port data cap and a loose power port one (1) connector. These findings are not related to the reported event. The most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. A possible root cause of the missing serial port data cap can be attributed to the handling of the unit. Failure analysis of the controller also revealed that the unit was unable to power-up. Supplemental testing revealed that a fairchild metal¿oxide¿semiconductor field-effect transistor (mosfet) on the power board was found shorted, which subsequently caused the controller to lose functionality. The mosfet was replaced with a known working mosfet transistor and the results revealed that the controller was able to start. The internal battery that powers the "no power" alarm was tested and the results revealed that the nickel-metal hydride (nimh) battery was depleted and unable to hold charge. The most likely root cause of the inability of the controller to sound the "no power" alarm can be attributed to a faulty internal nimh battery. Based on the available information, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a shorted fairchild mosfet, which likely occurred after the controller power-up event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This controller fails visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller displayed alarms but the patient could not recall what type. The caregiver noted the controller screen was blank despite the patient being connected to power. Emergency medical services were contacted and the patient transported to the hospital. The controller was exchanged and the new controller started normally. The ventricular assist device (vad) coordinator attempted to upload log files from the old controller but the controller would not power up. No patient complications have been reported as a result of this event..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.